Event description:
It was reported that the patient's pain condition had exacerbated over time and the tonic stimulation from the scs ipg became uncomfortable at higher stimulation levels. In turn, the ipg was explanted and replaced. The issue has been reportedly resolved.